Event description:
A medtronic representative reported a feature request from a surgeon following a functional endoscopic sinus surgery (fess). The surgeon alleged that after using a fess frame in the procedure, the patient developed bedsores from the silicon pads. The surgeon requested medtronic develop a method to set the frame, with the band, that would prevent even minor sores. No replacement device was requested. The surgeon completed the procedure with the use of the navigation system. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's fess frame. There is no allegation to suggest that medtronic navigation's device malfunctioned. This was a feature request.

Manufacturer narrative:
Patient identifier not available from the site. Patient age approximation, reported as being in "40's". Patient weight approximately 60-something kilograms. There was no allegation that the medtronic device malfunctioned. A medtronic representative, following-up, reports the patient experienced a slight discoloration of skin that has not worsened, per the dermatologist. Return of fess frame is not expected. No patient files/archives have been returned to manufacturer for evaluation. This was a feature request from the surgeon. There is no indication that medtronic navigation's device malfunctioned. Part not returned.